Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contactacted technical services on (B)(6) 2016 and reported difficulty draining during peritoneal dialysis treatment. The patient reported he was going to the emergency room because he was unable to complete peritoneal dialysis treatment. Follow up was made with the pd patient's clinic registered nurse (rn), who stated he was aware the patient was taken to the emergency room on (B)(6) 2016 as the patient was having issues completing peritoneal dialysis treatment. Per pdrn the patient was not admitted to the hospital on (B)(6) 2016 but continued having issues completing peritoneal dialysis treatments due to issues with the patient's non-functioning pd catheter. Per pdrn there was no allegation of device malfunction, and stated it was unknown how long the patient had been having issues completing peritoneal dialysis treatments. Per pdrn the patient had not contacted the clinic to report any drain issues until the patient had been admitted to the hospital on (B)(6) 2016 for fluid overload as a result of the non-functioning pd catheter. The pdrn stated no additional information was currently available. Per pdrn as of (B)(6) 2016 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.